Manufacturer narrative:
Continuation of d10: product ID 3037, serial# (B)(6). Product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was the caller, a close family friend, called on behalf of the patient and reported the patient had told them their "interstim" (by "interstim" caller stated the patient had meant their programmer) "quit working." Caller stated the patient had had an issue with their programmer in the past, that they'd spilled coffee in their purse while they were driving and ruined it so they had to get a new one and the patient had been sent a replacement at the time and that replacement worked just fine for them when they got it so when their current programmer "quit working" they still had the old repair address written down and asked the caller to ship the programmer back to medtronic. Caller stated they weren't really familiar with the patient's implanted system andthat they nor the patient didn't try to call patient services this time, they just got their own box and shipped it for the patient to repair medtronic neuromodulation 7000 central ave dock b fridley. Caller provided the fedex tracking number: (B)(4) and that it showed it was received by repair (caller provided the first initial and last name of the individual who signed for it) on (B)(6) 2025. Patient services reviewed with the caller that the caller and patient needed to call patient services to troubleshoot the next time an issue like this occurred but reviewed with the caller that patient services would send an email to repair inquiring about the status of the returned programmer and that patient services would call the patient back at their number on record: (B)(6) to give an update on the programmer status. Patient services also reviewed battery longevity considerations with the caller and redirected the caller to have the patient follow up with their hcp to check the implanted system and get a battery longevity calculation. 3 call recordings. Caller called back and reported they spoke with the patient again and the patient told the caller that the patient was able to connect to see their settings but they weren't able to increase the stimulation and that's why they returned it because they couldn't "turn the (stimulation) up." Caller again stated they didn't know any further answers to patient services questions so the caller advised that patient services call the patient to get more information. Patient services called patient hazel lane and the patient stated they had an appointment with their managing hcp on (B)(6) 2025 and that they had no therapy issues at this time, they just liked to check their therapy levels from time to time but when they went to increase the stimulation, it wouldn't increase. Patient stated that was why they sent the programmer (patient confirmed it was a 3037) back to repair. Patient services asked the patient if perhaps the therapy was off and that was why they hadn't been able to increase the stimulation but the patient was unable to clarify the issue further. They stated they couldn't really tell if there had been lightning bolt in the upper-left hand corner and that perhaps it had been off and that's why they hadn't been able to increase it but they really weren't sure. Patient stated when they saw their hcp last year, the hcp added an additional program and they were told they had 6 years left on the implant and they were nervous they didn't have their programmer now because if something happened to them, they wouldn't have anything to turn the therapy off with. Patient services reviewed with the patient they would follow up with repair to investigate the issue. Patient stated they would love to just have the programmer shipped back to them and confirmed the address on record was their shipping address. Patient services further advised the patient they would call the patient back with more information once they got more information from repair. Documented reported event. No further action was taken by patient services. Upon speaking with repair, repair agent confirmed they were able to locate the product. It was checked in with "no info" on 2025-jan-29. It was uncertain if the product could be sent back to the patient without analysis first and thus the repair agent suggested to send a request to repair to "replace" the programmer so the patient could get a replacement. Agent stated repair had just received some brand new 3037s so patient services called the patient to advise the patient that a replacement would be sent to their address on record and the repair agent said they would make a note in the rpl (see secure note for rpl number) about the allegation for the returned with "no info" product so it would be analyzed for the allegation. Agent said they hoped that once analysis was done, repair could add the results for the "returned with no info" product to this case. Additional information was received from a consumer via a manufacturer representative. It was reported that it was uncertain if the product could be sent back to the patient without analysis first and thus the repair agent suggested to send a request to repair to "replace" the programmer so the patient could get a replacement. Agent stated repair had just received some brand new 3037s so patient services called the patient to advise the patient that a replacement would be sent to their address on record and the repair agent said they would make a note in the rpl about the allegation for the returned with "no info" product so it would be analyzed for the allegation. Agent said they hoped that once analysis was done, repair could add the results for the "returned with no info" product to this case. Patient called back to report they received the controller but did not get an antenna. Patient requested to have the antenna sent overnight. Agent emailed repair with this request. Additional information was received on 2025-jan-31, the patient programmer was not working properly because the patient couldn't turn the dial up. Caller said the patient had the caller send the programmer and antenna back to mdt. On 2025-mar-11, additional information was received from the patient. They reported that the cause of the inability to increase the stimulation was determined. They then stated that they were not sure but think the program had been deleted. When asked what steps were taken to resolve the issue they stated that they took the programs to their doctors office and the nurse programed it for them. They stated that the issue had been resolved.